Manufacturer narrative:
To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported by an attorney that the patient underwent a hernia repair procedure on (B)(6) 2013 and mesh was implanted. It was reported the patient experienced an undisclosed adverse event. No additional information was provided.

Manufacturer narrative:
Date sent to FDA: 9/21/2020. Additional information: d4, h4. A review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Manufacturer narrative:
Date sent to FDA: 3/6/2020. Corrected information: d2b, d4.

Manufacturer narrative:
Date sent to FDA: 9/17/2020. Additional h6 patient code: 3189 - surgical intervention. Additional information: a2, b2, b7, d1, d2, d3, d4, g1, g2. Additional b5 narrative: it was reported that the patient experienced hernia, pain and adhesions following the procedure.it was reported that the patient underwent mesh revision on (B)(6)2018.